Manufacturer narrative:
(B) (4). The generator was returned for eval and covidien (B) (4). Reported all functional and electrical safety tests performed show the generator to be within specifications.

Event description:
The customer reported 2nd-3rd degree burns with dark colored blisters on the pt's buttocks and lumbar areas, consistent with the incline of the gynecological surgical bed. The institution reported the presence of a large quantity of conduction gel on the surgical table. The pt is currently recovering favorably from the surgery and injuries. The procedure lasted 15-20 minutes without complications, and the burns were noticed once the pt was transferred to a room. The surgical bed was covered by plastic with a sheet over it. The pt was never in contact with any metallic material. The grounding pad was properly connected to the surgical bed and was reviewed by the hospital's maintenance team. Betadine and lugol were used as prep. The lugol is suspected to have been spilled, in an amount of 25cc, over the pt's abdomen by accident right before the procedure, after being mistaken with the betadine solution since they both have the same color.